Event description:
On (B)(6) 2026, a patient underwent broviac line insertion procedure using hickman/leonard/broviac central venous catheter. Prior to the procedure, a broviac kit was prepared, and a new broviac catheter was removed from its packaging and placed on the sterile field. During preparation, upon flushing the catheter with saline, the physician observed that the line was blocked with no patency. The device was not inserted into the patient. The affected broviac line was discarded, and a new broviac catheter was utilized to complete the procedure. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.